Event description:
It was reported that a sensor that did not start properly occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration.. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that did not start properly is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).